Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced metal poisoning ("heavy metal poisoning") and tooth disorder ("teeth would've eventually decayed or just fell out"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, metal poisoning and tooth disorder outcome was unknown. The reporter considered medical device removal, metal poisoning and tooth disorder to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, metal poisoning, tooth disorder. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced metal poisoning ("heavy metal poisoning"), dental caries ("teeth just fell out has already been captured") and tooth loss ("teeth just fell out has already been captured"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, metal poisoning, dental caries and tooth loss outcome was unknown. The reporter considered dental caries, medical device removal, metal poisoning and tooth loss to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal, metal poisoning, tooth disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced metal poisoning ("heavy metal poisoning"), dental caries ("teeth just feell out has already been captured") and tooth loss ("teeth just feell out has already been captured"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, metal poisoning, dental caries and tooth loss outcome was unknown. The reporter considered dental caries, medical device removal, metal poisoning and tooth loss to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal, metal poisoning, tooth disorder. Amendment: the report was amended for the following reason: the event ¿teeth would've eventually decayed or just fell out¿ was duplicated due to coding. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.